Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during stat drain 1 of treatment. The patient was connected during the incident. Unused lines were clamped; no air bubbles were found during setup. The cycler was rebooted and the warning did reoccur. Treatment was cancelled. Fluid was discovered during tx complete - step 9 remove cassette. Air bubbles were found all the way down in the patient connect line and the patient connect line was wet. Fluid was discovered on the external of the cassette; fluid was not discovered in the pump module area. The patient re-setup the cycler with new supplies and started treatment from the beginning. Upon follow up, the patient contact confirmed the reported event and stated the cycler prompted with m31 air detected in cassette warnings during treatment and treatment was cancelled. The patient contact stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the external of the cassette and down the tubing lines connected to the cassette. Fluid was also noted in the pump module area. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient has since continued treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during stat drain 1 of treatment. The patient was connected during the incident. Unused lines were clamped; no air bubbles were found during setup. The cycler was rebooted and the warning did reoccur. Treatment was cancelled. Fluid was discovered during tx complete - step 9 remove cassette. Air bubbles were found all the way down in the patient connect line and the patient connect line was wet. Fluid was discovered on the external of the cassette; fluid was not discovered in the pump module area. The patient re-setup the cycler with new supplies and started treatment from the beginning. Upon follow up, the patient contact confirmed the reported event and stated the cycler prompted with m31 air detected in cassette warnings during treatment and treatment was cancelled. The patient contact stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the external of the cassette and down the tubing lines connected to the cassette. Fluid was also noted in the pump module area. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient has since continued treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.